Event description:
Patient was previously treated with a variable angle locking compression plate (lcp) curved condylar plate for open reduction internal fixation on an unknown date at an unknown hospital. Follow-up x-rays on an unknown date showed the distal variable angle locking screws were backing out of the plate. Patient was sent to university of wisconsin hospital for revision surgery. Open reduction internal fixation revision surgery was successfully performed using a lcp (locking compression plate)condylar plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4)